Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a lawsuit that the customer passed away possibly in the hospital. The cause of death was brain damage caused by elevated blood glucose levels. The lawsuit alleges that the customer insulin pump malfunctioned and under delivered insulin causing the high blood glucose. The customer¿s blood glucose was unknown at the time of death. It is believed that the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The lawsuit did not state whether the next of kin agreed to return the insulin pump for analysis.